Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported "customer informed that they use allergan prosthesis and has contracture in one of the prostheses, informed that they have already had MRI exams, ultrasound and doctor informed that it needs to be changed because the prosthesis is in the recall.¿¿ physician reported capsular contracture baker grade unknown, seroma, and radial folds. This is for the right side. The device still remains implanted.

Event description:
Patient reported right side "contracture", "changed because the prosthesis is in the recall". Physician reported "capsular contracture, baker grade 4 with symptoms - treatment with montelukast without improvement", seroma, and radial folds. Device remains implanted.

Manufacturer narrative:
Continued weight (a4): 58.30 kgs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4 with symptoms - treatment with montelukast without improvement, seroma, changed because the prosthesis is in the recall.